Event description:
A report was received from the regulatory agency, that a male patient experienced fusarium keratitis while using a renu with moistureloc multi-purpose solution. The patient consulted with his physician in 2006 for inflammation in the left eye, then in the right the following day. The patient's physician did not take a corneal scraping as he was certain it was fungal keratitis and he did not want to add lesions. Analysis of case and lenses had shown presence of fusarium solani on the lenses and in the liquid of the case. The product bottle was not analyzed. The patient responded well to antibiotherapy with reinforced amphotericin b. Evolution was good and normalized in three weeks with normal visual acuity. The physician advised against contact lens wear as the corneal surface did not return to a perfect plane surface.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.